Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, the monopolar curved scissors instrument had a malfunction affecting both grasping and electrocoagulation. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further problems. No fragment fell into the patient. No known impact or patient consequence was reported. A procedure delay was reported.